Event description:
It was stated from the funeral home that the patient was buried with the vns device still implanted. The cause of death as stated from the county coroner on the patient's death certificate was listed as "epileptic seizure." No additional relevant information has been received to date.

Event description:
On (B)(6) 2016, the patient death follow-up form was received from the physician. The form indicated that the patient had no response to vns therapy over the course of treatment. The physician stated that the cause of death was not related to vns therapy, but had no copies of the death certificate available. The form stated, she was found lying face down in bed unresponsive. CPR initialed unable to resuscitate. Awaken earlier per husband.

Event description:
It was reported on (B)(6) 2015 that a patient passed away on (B)(6) 2015 due to definite sudep. No other information has been obtained to date.

Event description:
An abstract associated with late-onset lennox-gastaut syndrome was received. Within the article it was noted that one patient died of sudep; however, it is unknown whether or not this patient was implanted with vns, so the sudep will be investigated in this file. Additional information was received which identified that the sudep death was the same patient as in this report. The physician stated the death was sudep and not related to vns as the patient had severe epilepsy. No additional or relevant information has been received to date.